Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: no devices were available for analysis. - medical records received and evaluation. A review of medical records was not performed as none were provided. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other events have been reported for the reported manufacturing lot. Conclusions the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that during the patients revision surgery, the doctor did a series of tests for stability and the patient dislocated on the table. Surgeon then had to remove the insert we just put in and put in a 0 degree ecc 36 liner; re-trialed femoral head and patient was stable at this point. Doctor then implanted real femoral head, closed patient in usual fashion and sent to recovery in satisfactory condition.

Event description:
It was reported that during the patients revision surgery, the doctor did a series of tests for stability and the patient dislocated on the table. Surgeon then had to remove the insert we just put in and put in a 0 degree ecc 36 liner; re-trialed femoral head and patient was stable at this point. Doctor then implanted real femoral head, closed patient in usual fashion and sent to recovery in satisfactory condition.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.